Event description:
A tech went to an account to perform standard repairs and found a bed in the hallway with a note that stated "do not repair, bed involved in investigation" and "pt stated bed collapsed". The tech was asked to inspect the bed by the account. Down hargrove, risk manager, alleged that pt was alone and allegedly went to the bathroom in 2008 at 2:15 am est. Pt alleged that she was climbing back into bed when the bed collapsed. The pt alleged that she had back and neck pain. The facility sent the pt for x-rays which were negative, and no further treatment was provided. The tech did a full functional check of the bed's articulating functions and hilow and he found the bed operated properly. The tech checked the siderails, foot rails, head and foot boards for damage as well as the frame and drives for damage and found the bed was in proper working order without damage.